Manufacturer narrative:
During a procedure a patient moved from his original position that he was placed in by the technician - arms across chest. The patient moved his arms to the side of his body which caused them to come into contact with the coil cable for remainder of the study. The patient complained of a slight burning sensation on his left inner arm after completion of the study. Patient was sent to the ER. The qd torso speeder coil used was tested and coil performed correctly with no issues. It was found when checking the patient images that the patient's arm was in the field of view (fov). This indicated the improper positioning of the patient for the type of study that was being performed.

Event description:
Patient complained of burning sensation on arm.